Event description:
It was reported that the pt had been implanted for several years, but her hearing decreased bilaterally and the implant was not giving her enough benefit. The device was found to be functional. The pt's audiometry shows a bilateral, severe to profound sensorineural hearing loss. The pt was re-implanted with a cochlear implant on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.